Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event occurred on an unspecified date involved a microclave clear neutral connector where it was reported that leak at the connection between there infusion set luer hub and two needleless injection caps. The needleless injection caps microclave connector was tested with a male iso luer taper gauge and appeared to be at the edge of the specification. There was unknown patient involvement, and unknown harm reported.